Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they changed the insulin pump's battery and received a failed battery alarm. They also received a battery out limit alarm. The insulin pump was not alarming at the time of the call. The customer's blood glucose level was 127 mg/dl. The customer stated that the batteries were out of the insulin pump greater than duration allowed by the device. It was explained that this was normal insulin pump behavior. They were advised if the alarm was not cleared, the failed battery test will recur with each new battery inserted. The customer was advised to monitor the insulin pump. The device will not be returned for analysis.